Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr ous 5.00 x 12mm stent delivery system was returned for analysis. Visual and tactile inspection, microscopic analysis and dimensional testing was completed. Examination revealed that the stent had been detached from the delivery system and was not returned for analysis. Hypotube kinks were noted along the length of the hypotube shaft. Examination of the outer and inner lumen and mid-shaft section identified a break. Bumper tip showed no signs of distal tip damage. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement.

Event description:
Reportable based on device analysis completed on 16feb2024. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 5.00 x 12mm synergy megatron drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, returned device analysis revealed stent detachment.